Event description:
The user facility reported that during a procedure on (B)(6) 2012, a ceramic tip was recovered from the pt that may have been left behind during an earlier procedure on approx (B)(6) 2011. The hosp staff threw the tip away. The inner sheath that may have been used during the original procedure is no longer there, it also has been discarded. It is unk when or why it was not discovered at the time of the surgery. No pictures were taken. No harm to the pt was reported.

Manufacturer narrative:
Our findings are considered inconclusive. The instrument has been discarded by the facility. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.